Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed but not duplicated. The device was put through extensive testing without duplicating the malfunction. The customer declined repair. The device was retained at zoll medical (B)(4). Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to power on. Complainant indicated that there was no pt involvement in the reported malfunction.